Manufacturer narrative:
(B)(4). Sleeve assembly, seal assembly. The analysis results found that the device was received with the cap and base of the universal seal assembly separated, the lower ring cracked and the seals disassembled; evidences of welding were noted on the assembly area. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Further evaluation found dent on the tip of the sleeve; however, the sleeve cannula was not broken. The obturator was not received for evaluation. These findings are not related with the incident reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that because the breastbone had a dull pain, the patient went into the hospital. Before the surgery CT showed the mediastinum had the tumor, did the tumor resection. During the tumor resection procedure, the surgeon performed the puncture in the 5th rib behind the armpit, used the electricity knife to stop blood and carve the fascia, then used the trocar to insert the hole, took the core out of the trocar, put in the three leaves lung pliers, at that time the surgeon saw the white pieces drop under the "laparoscopic" and found the transition tip of the trocar broke into the two parts, there were a lot of pieces inside. The surgeon retrieved many pieces in the incision and two pieces under the skin. At last, the surgeon did the open chest surgery. X ray showed no shadow. As a result of the difficulties encountered with this device, the surgery was prolonged 60 minutes. Now the patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).